Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the physician requested an ambicor penile prosthesis (app) revision surgery due to the patient could not use the prosthesis.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concludes that the reported mechanical difficulty was not confirmed as product analysis was unable to confirm the reported event. Review of the manufacturing documentation confirmed that the device met all specifications prior to shipment form boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected and examined using a microscope. The tubing was identified as having been cut to separate the cylinder 1, cylinder 2 and pump. It was informed that the sharp instrument damage occurred during decontamination process and it will considered be a secondary failure. Both cylinders had wear at folds in the cylinder bodies. Both cylinders had leak in the proximal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. No damage was identified in relation to the pump. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician requested an ambicor penile prosthesis (app) revision surgery due to the patient could not use the prosthesis. The device was returned for analysis with no additional information.